Event description:
An implantable pulse generator (ipg) system was returned from an unknown source with no information. Information identified in the manufacture's data base indicated the patient died approximately 16 days post implant of the ipg system. A cause of death was reported as septic shock due to infectious endocarditis and tricuspid valve lesion. It was also noted the patient was hospitalized due to sepsis from a previous pocket infection.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). The lead was not returned to the manufacturer and will not be evaluated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.